Event description:
On (B)(6) 2011, pt reported that she had completed the cartridge change procedure and when she started to prime the infusion set, the display went blank and the infusion device shutdown without providing an alert or error message. The correct type of battery was used in the infusion device. She inserted a new battery and a new battery cover; and the display remained blank. Infusion device was not dropped within the past 48 hours. Pt was unable to verify the alarm history. She switched to her backup infusion device and called again to report that when she removed and reinserted the battery after the first call ended, the infusion device powered on. She did this a second time, and the display was blank. Infusion device, battery and battery cover were replaced and requested for eval. No physiological effects were reported. Pt did not require assistance from a healthcare professional or second party to address the issue.